Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 45 mg/dl. Customer stated that there was air bubbles in infusion set tubing and reservoir. Customer stated that size of air bubbles was quarter inch. Customer declined to troubleshooting for low blood glucose. It was unknown if the customer using auto mode feature at the time of incident or not. Insulin pump and reservoir will not be returned for analysis.